Event description:
Revision surgery - the pt fell and dislocated shoulder and had instability due to injury. The surgeon converted the pt from a reverse shoulder prosthesis to a hemispherical. This was not a product failure.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 2.3 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 77th complaint for this part number: 17 due to device loosening, fifteen broken screws, 11 due to dislocation, nine due to infection, eight traumas, four instability, two for dissociation, one subsidence, one due to surgical technique not being followed, one due to osteoporosis, one loose joint, one misalignment, one malpositioned, one for limited range of motion, one was over reamed, one due to a failed allograft, and one due to a cracked/broken device. This is the first complaint for this lot number. The root cause for the instability was most likely due to the patient falling and dislocating. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.